Event description:
It was reported during the procedure to treat a heavily calcified lesion in the left circumflex, a dissection was noted after the balloon inflation. When the device was removed from the pt, the balloon appeared bunched up. A stent was used to treat the dissection. No pt effects were reported.